Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned for evaluation. Biosense webster (bwi) conducted a visual inspection and screening test of the returned device. Visual analysis revealed a hole on the surface of the pebax and internal parts exposed. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. Temperature and impedance testing was performed per bwi procedures. The device temperature and impedance were working correctly and within specifications. No malfunction was observed. A manufacturing record evaluation was performed for the finished device 31315383m number, and no internal actions related to the complaint were found during the review. Only the force issue reported by the customer was confirmed; however, the potential cause cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations in the carto 3 system manual: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. To minimize any impedance issues, the following guidelines should be followed. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab revealed a hole on the surface of the pebax and internal parts exposed. During the procedure, there was a carto error 88, high force values, and high impedence on the generator. A second device was used to complete the operation. There was no adverse event reported on patient.